Manufacturer narrative:
Failure analysis note the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms were noted. Analysis did not find any traces of moisture at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at lcd window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error and she was unable to clear the alarm. The customer's blood glucose reading was 124 mg/dl. She stated the insulin pump was exposed to moisture, but did not provide any details. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.